Event description:
On 11/1/04, the patient contacted lifescan and reported that her one touch ultra meter was not powering on. She neither alleged harm nor experienced injury or received medical intervention due to this issue. During troubleshooting with the customer care representative, it was verified that she was using the correct test strips. She was asked to press the power button in the meter, but it was still not turning on. It was also confirmed that the batteries were correctly installed and they were replaced less than one year ago. She did not experience any symptoms at the time of concern. Based on the information provided, there is an indication that the product malfunctioned and that it meets the criteria for a medical device reportable. This case is reported as a meter malfunction because the power issue was not resolved with troubleshooting. A replacement meter was sent to the patient. There is no further clinical information provided.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.